Manufacturer narrative:
The customer returned the suspected contour next one meter with serial # 2743331 for evaluation. The returned meter was tested with the in-house contour next test strips using blood sample, which gave a satisfactory performance. The blood glucose readings obtained with the in-house testing were properly stored in the meter's memory.

Manufacturer narrative:
The patient, family (B)(6): was the initial reporter (B)(6): so personal information was not entered. No information was captured in section a4: as the customer's weight was not provided.

Event description:
The customer reported that her blood glucose readings were not being stored in the memory of the contour next one meter. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.